Event description:
During a cryoablation procedure performed in (B)(6), the arctic front catheter was inserted in the flexcath steerable sheeth (catheter introducer) and placed into the left atrium. When aspirating the sheath, the physician reported that there were air bubbles present. There was no patient injury. No adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve.